Event description:
Caller reported an issue with incorrect time and date settings on the pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in updating the time and date on the pump and advised to monitor and follow up if the time discrepancy greater than five minutes recurs. The caller was informed that an incorrect date should not affect insulin delivery but could impact uploads and reports, which they understood and acknowledged.